Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture threshold and was turned off previously in 2010. On (B)(6) 2016, the patient presented in the operating room for device downgrade. During procedure, the lead was capped. The patient was asymptomatic and experienced no adverse consequences.

Event description:
New information revealed the left ventricular lead was also dislodged during this event and was explanted during a procedure on (B)(6) 2020. The patient was stable during and following the procedure.

Manufacturer narrative:
A partial lead was returned in three pieces. The connector portion measured 49.1 cm, the middle portion measured 25.0/ 68.0 cm (lead body insulation/ stretched inner coil) and the distal portion was measured 7.2/ 34.2 cm (lead body insulation/ stretched inner coil). The reported event of high capture threshold and lead dislodgement were not confirmed by analysis. During analysis, a failure event was observed that was unrelated to the reported event. Final analysis found internal insulation abrasion in two locations at the s-curve region with intact cable coating.